Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received on (B)(6) 2020 indicates that the patient presented for an atrial lead revision procedure post ablation. During the procedure, both the lead and pulse generator device were removed and replaced after testing due to persistant high capture thresholds. The patient was stable. Related manufacturing report: 2017865-2020-14887.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented for follow up post right atrial flutter ablation procedure. Upon interrogation, it was revealed that the right atrial lead exhibited loss of capture. No interventions were reported. The patient was stable and will continue to be monitored.